Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. Additionally, a specific cause for the patient's oral thrush could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU), rev. C, is currently available. Section 1 of this document lists cardiac arrhythmia and infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ also lists arrhythmia as a potential late postimplant complication. Care instructions in regard to preventing infection are provided in various sections of the IFU, including controlling infection. The heartmate 3 lvas patient handbook, rev. C. Is also currently available. This document also contains information about preventing infection. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced atrial fibrillation for which they received four 150mg amiodarone boluses. The patient was then started on intravenous amiodarone at 50ml/hr which was reduced to 25ml/hr. On (B)(6) 2021, and electrocardiogram showed the patient continued to be in atrial fibrillation. The patient had oral thrush that began on (B)(6) 2021. The patient was given nystatin as treatment from (B)(6) 2021 until (B)(6) 2021. On (B)(6) 2021, the patient flowsheet showed the patient to be in normal sinus rhythm (nsr). On (B)(6) 2021 the progress note indicated that the patient experienced no period of arrhythmia in that last 24 hour period.